Event description:
It was reported that during insertion of the intra-aortic balloon, the spring wire guide became stuck in the central lumen. The intra-aortic balloon was removed and replaced without any complications.